Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button on the insulin pump was harder to press. The customer¿s blood glucose was unknown. Customer also stated that the insulin pump received unexplained no delivery alarm and battery port area had a crack. The insulin pump will not be returned for analysis.